Event description:
Customer states the use by date on the aviva test strip vial label is 11/30/2008; MFR's batch record confirmed the actual use by date to be 11/30/2007. No adverse event reported. Requested return of product, replacement sent.